Event description:
During implant procedure, increased pacing impedance was observed on the right ventricular (rv) lead. The rv lead was replaced to complete the procedure. The patient was stable.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned one piece with the helix found retracted and clogged with blood/ tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies